Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report vitamin b12 (vb12) quality control (qc) out-of-range recoveries on the atellica im 1300 analyzer. The customer performed a patient look back and identified a vb12 patient result that recovered lower when the sample was repeated. The customer considered both the initial and repeat results to be correct. A siemens specialist remotely assessed the instrument files and noted multiple sample probe errors that occurred throughout the week. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse tightened fittings to the acid pump, primed all bubbles from acid lines, and cleaned acid dispense area. Next, the cse ran a successful autocheck test. Then, the customer ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A vitamin b12 (vb12) result of 299 pg/ml was generated on a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician(s). Due to quality controls recovering out-of-range intermittently, the customer performed a look back and the sample was repeated on the same atellica im 1300 analyzer on 16-dec-2023. The repeat result recovered lower than the initial result. The repeat result was considered more accurate; however, a corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00006 with the FDA on 16-jan-2024. Additional information (23-jan-2024): siemens reviewed the reagent, instrument, and sample data and determined that the customer was not using the correct reagent and calibrator lot combination. The customer was informed that the correct reagent and calibrator lot combination is needed. The customer also indicated that they will order the correct calibrator lot. The incorrect reagent lot and calibrator combination and the loose acid pump fitting, which was corrected with the service activities mentioned in the report, potentially contributed to the event. An investigation findings code was added in section h6 to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.